Manufacturer narrative:
(B)(4).

Event description:
It was reported that an hwbbt error icon was displayed. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot tests were performed and failed because the receiver would not turn on. The receiver data log was not downloaded for review because the receiver would not turn on. The receiver case was opened for an internal visual inspection and it failed because the usb connector was damaged. Pictures were taken. The reported event of an error icon display was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.